Event description:
Consumer reported using heating pad and suffering a burn on elbow. Consumer, a diabetic, received medical attention for the burn.

Manufacturer narrative:
Product returned was cut open by consumer prior to return. Product condition was a clear indication of misuse (in addition to product being cut open). Consumer diabetic, warning provided regarding diabetic use of product.